Event description:
A (B)(6) y/o son had sand in his eye and started screaming. I immediately attempted to flush out his eye with the solution I had picked up from the store earlier that morning. I used about 2 drops clear care plus, only to find out, after further screaming, that I hurt his eye more. I immediately checked the bottle and ran into the nearest store to buy clear eyes. After flushing his eye out for a few minutes he said he felt much better. However, his eye was still red and watery. Add'l comments: I honestly thought the color of the bottle was simply for design purposes. In regular circumstances I would have read closer, however, in a tense situation where I had limited supplies, the labeling was not enough to stop someone from using the product incorrectly. Final outcome comment: so far only temporary harm. I have an eye appointment scheduled for him within the next week. Visit to clinic/doctor. Call to poison control. When and how was error discovered: I checked the packaging closer and saw that it was not regular eye solution. (B)(4)..